Event description:
Information received, indicates the bed has no power and no manual functions are working.

Manufacturer narrative:
The technician replaced the power control module to repair the bed. There were no visual defects on the board.